Event description:
A customer reported "2071 clogging detected during sample diluting solution suction, 4063 sorter tip pickup z-axis home overrun and 4111 test cup-tip lane home detection failure" errors aia-2000 analyzer. The customer performed a version-up (software re-upload), but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported errors by review of the error log. The fse checked the sorter and identified several stray cups, as well as identifying the sorter to the stc lane was mis-adjusted. The fse also identified the hybrid arm suction problem was due to a clogged nozzle. To resolve the reported errors, the fse unclogged the nozzle with hot water and canned air, removed the stray cups, and aligned the sorter cup pick up to the stc lane. The fse validated the analyzer by running quality controls (qc) and watching the customer run 10 patient samples on vitamin d, which uses the stc lane. The aia-2000 analyzer is operating as expected. No further assistance required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2071] clogging detected during specimen diluting solution suction by main arm cause : clogging was detected after specimen diluting solution suction. If retry fails, the measurement result will be flagged (ls flag). Solution : contact tosoh service center or local representatives. [4063] sorter tip pickup z-axis home overrun cause : the home sensor activated improperly following movement of the z-axis sorter tip pickup. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. [4111] reagent (test) cup-tip lane home detection failure cause : the home sensor failed to activate after the reagent (test) cup-tip lane moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to a clogged hybrid arm nozzle and an alignment issue with the sorter cup pickup to the stc lane.